Event description:
It was reported that, during implant testing, the shock impedance was less than 30 ohms. Good device and electrode placement were confirmed. Technical services advised it may be due to extra fluid onboard. The doctor elected not to do threshold testing. The final impedance was 35 ohms. The system was successfully implanted. There were no adverse patient effects.